Event description:
Potential for injury associated with an irc1719 aerosol compressor not producing enough to properly nebulize medication. This event leads to the user missing prescribed dose(s) of medication.